Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Patient has been indicated for hip revision due to unknown reasons. No revision has been reported to date.